Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a vizigo and a thread-like substance came out of the hemostatic valve. After the at procedure was completed, when the octaray mapping catheter was removed from vizigo, a transparent thread-like substance was observed coming out of the hemostatic valve of the vizigo short. It was unclear what the transparent thread-like substance was. There was no impact on the patient, and there seemed to be no strange feeling with the use of products during the procedure. Since the issue was found after the procedure, no particular action was taken. The procedure was successfully completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis of the returned device revealed that the polytetrafluoroethylene (pt-fe) was exposed at the tip area. The device was dissected and it was found scratches inside the shaft and the pt-fe was partially detached to the inside of the shaft. A device history record was performed for the finished device batch number, and no internal actions were identified. The internal components exposed issue reported by the customer was confirmed. The ptfe detachment could be related to the procedure while the catheter or needle was introduced and/or removed from the sheath. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a vizigo and a thread-like substance came out of the hemostatic valve. After the at procedure was completed, when the octaray mapping catheter was removed from vizigo, a transparent thread-like substance was observed coming out of the hemostatic valve of the vizigo short. It was unclear what the transparent thread-like substance was. There was no impact on the patient, and there seemed to be no strange feeling with the use of products during the procedure. Since the issue was found after the procedure, no particular action was taken. The procedure was successfully completed. There were no issues noticed before use of the device. The material observed in the device was with movement and had no color; it was transparent. The shape was like that of a thread. The device had already been used on the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).